Manufacturer narrative:
It was reported to abbott, a patient underwent a lead revision due to having a suspected lead fracture following a fall. During the procedure the suspected lead was replaced. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6998308.

Event description:
Related manufacturer report number: 1627487-2023-06100.it was reported that patient experience ineffective therapy as one of the patient's drg leads was believed to have fractured. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's lead was explanted, replaced, and therapy was restored.